Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01885.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using indigo system aspiration catheters 6 (cat6s). During the procedure, while attempting to advance a cat6 into a 7f non-penumbra sheath using the peel away sheath, the physician experienced resistance and subsequently, the tip of the cat6 became kinked/flattened; therefore, it was removed. The physician then opened a new cat6 but the same issue occurred; therefore, it was also removed. The procedure was completed using a new cat6 and a different 7f non-penumbra sheath. There was no report of an adverse effect to the patient.